Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed red areas under the back pads and electrodes patient reported no rash or irritation, just itchy. Therapy electrodes on the back were aggravating a skin tag. The patient was being treated with hydrocortisone cream from her nurse. Follow up indicated that the area is getting better.